Event description:
It was reported that a patient was admitted to the hospital after a patient alert sounded. High lead impedance (>3000 ohm) was observed. A lead revision was performed, the lead was explanted and replaced. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The device was returned for analysis, which is in progress. Performance data collected from the device was received and analyzed. Std: persistent impedance rise on rv lead since (B)(4) 2012 and oversensing noted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.